Event description:
Apparent ventricular lead fracture with sensing difficulty; during explant visible cracks seen on lead body. Atrial lead, model 4568 tested out of specification during mfgr's analysis. Apparent lead fracture with sensing difficulty; during explant visible cracks on the lead body(both leads)